Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. (B)(4)

Event description:
During a procedure, it was reported that the thermocool® sf nav uni-directional catheter was not irrigating after the various attempts to resolve the issue. The body of the instrument was filled of blood and therefore, not capable to be used. The procedure was continued and completed with another catheter. There were no patient consequences. Due to the present information, this complaint became reportable.